Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited no capture and high threshold. The lead was suspected to have dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.